Manufacturer narrative:
Device remains implanted

Event description:
Sales rep, (B)(4), reported that an expired implant was implanted during surgery. The implant was asked for by the surgeon during implant analysis to verify size, sterile expiration date etc. The expiration date was incorrectly seen/read as 2018-05 and the implant was used in the surgery.